Manufacturer narrative:
(B)(4): evaluation summary: the handpiece was returned with the nose cone cracked and detached from the housing. The detached piece had a hsa06 adaptor attached. A torn acoustic isolator and evidence of moisture ingress were found in the instrument. It was determined that the cause of the found damage is user related. As stated on the instructions for use: "remove the adaptor and instrument from the handpiece before cleaning. Remove and process the adaptor and instrument according to the instructions included with the adaptor and instrument." We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.

Event description:
It was reported that prior to a prostatectomy procedure, it was impossible to disconnect the adapter from the handpiece without unscrewing a part of the handpiece. There was no adverse pt consequence.